Event description:
Doctor attempted to place a central line on the patient, he used 3 different wires all 3 became jammed and frayed.all 3 wires were from the same lot and the doctor is an experienced user.